Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, all leds of the subject device flashed at irregular intervals, during an unspecified procedure. The procedure was prolonged less than 30 minutes, as a result of this event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope socket was worn out, the scope cannot be attached, system failure of scope detection board, the scope detection function did not work. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because scope socket was worn out, the scope cannot be attached; due to a system failure of scope detection board, the scope detection function did not work. The most probable cause of the additional failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.